Event description:
Zoll customer support contacted a (B)(6) female patient to exchange her monitor. The patient's download revealed one 'discharge profile fault' and two 'abnormal shutdown' flags.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (discharge profile fault flags / abnormal shutdown flags) has been confirmed. As received, the monitor was constantly resetting. The cause of the resets and discharge profile faults cannot be positively identified, but is likely failure of the (B)(4). The root source of the failure cannot be positively determined due to inaccessibility of the solder connections of (B)(4) on the computer / analog board. No adverse event resulted from the defective monitor. The patient received a replacement monitor.